Event description:
It was reported that at the end of a surgery the battery of the irrigator was noted to be leaking amber colored fluid. The fluid was leaking out of the bottom of the battery pack. The battery pack was opened for investigation and there was amber colored residual around some of the metal contacts. The fluid in the irrigation tubing was inspected and found to be clear.